Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment regarding the external pulse generator (epg) having no power. It was identified that the main printed circuit board (pcb) was contaminated. Hanger assembly was broken. Upper case was contaminated. Keypad flex was contaminated. Encoder assembly was contaminated. Four knobs were contaminated. Lower case was contaminated. Liquid crystal display was contaminated. Display frame was contaminated. Insulator label was contaminated. Four display frame screws were contaminated. Three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no power. The device was returned for repair. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis there was no patient involvement.